Event description:
(B)(4). After implantation, I bled for 3 months continuously. Since implantation, I have suffered from long, irregular painful menses. I have also had transient pelvic pain, clear vaginal discharges, tingling in my hands/feet, joint pain in knees/calves/forearms and hands, and head/back aches.